Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to moisture-damaged keypad traces. The insulin pump had a scratched display window, a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and could not clear the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.